Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer's blood glucose level was over 500 mg/dl and customer took 6 units of insulin and carbs, after sensor calibration was not calibrated at that time blood glucose level was over 400mg/dl. The customer's blood glucose level was 584 mg/dl at the time of incident and current blood glucose level is 584 mg/dl. The customer took bolus to treat high blood glucose. The customer was neither hospitalized nor admitted in emergency room for high blood glucose. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.